Manufacturer narrative:
(B)(4). PMA/510(k) #: k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was the cook® single-use holmium laser fiber was broken when the package was opened. There was no patient contact with the device. Another fiber was opened up for the procedure. There were no adverse effects to the patient caused by this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. The cook® single-use holmium laser fiber was returned for evaluation. A visual examination of the returned fiber was performed. A review of complaint history, device history record, instructions for use, manufacturing instructions, quality control data, specifications, and trends was also conducted. One opened package labeled rpn hlf-s200-hsma and label lot number 8307471 was received. The device was returned without the protective coil. The fiber quartz extended 7mm from the distal tip of the blue cladding. The fiber was broken 27.5cm from the distal tip with the blue cladding twisted and partially separated. The cladding has the appearance of being partially cut and then stretched. The fiber quartz was visible in the cladding at the point of separation. Under magnification no burn marks or charring was evident on or near the point of separation. The section of fiber that is broken is enclosed inside the protective coil. It is likely the fiber was broken either when placing it into the protective coil or when removing it from the coil in preparation for use. A review of the device history record found no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with lot number 8307471. This device is shipped with instructions for use (IFU) and includes the following handling and usage instructions: precautions: never subject fiberoptics to sharp bends in handling, use, or storage. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Instructions for use: step 8. Pull the coiled tubing into the sterile field and allow the fiber to slide out of the tubing. Note: keep output of tubing in line with fiber to minimize drag as the fiber is exiting the coil. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Based on the analysis, it was determined that the break likely occurred when the fiber was being placed into or removed from the protective coil. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was the cook® single-use holmium laser fiber was broken when the package was opened. There was no patient contact with the device. Another fiber was opened up for the procedure. There were no adverse effects to the patient caused by this occurrence.